Event description:
This polaris adjustable pressure valve was impplanted on a patient as the neurosurgeon did not succeed in reporgramming the valve, valve revision was operated. No patient injury is reported.

Manufacturer narrative:
According to different test, after cleaning, the valve passed the setting test successfully and met the design specifications requirements. No corrective action done: the instructions for use precise that according to statistical studies, the desired pressure setting may not be achieved in one attempt only. It may be necessary to perform this protocal twice or more, in order to be certain of the desired adjusted pressure. Moreover, the instructions for use recommend to implant the valve so that the distance between the valve and the skin does not exceed 8 mm.